Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the customer report was observed during review of the device's activity log. The device was put through extensive testing which included bench handling, internal inspection, tce/rce functionality testing, and stress testing without duplicating any device malfunction. The device's smart pneumatic module was replaced as precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "exhalation system failure ? 1061" and "exhalation system failure ? 1062" messages complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "exhalation valve failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.